Event description:
Surgical incision delayed due to malfunctioning storz tower. Call placed to repair company to assess tower. Incision was delayed approximately 20 minutes, as patient remained under anesthesia. The storz tower camera/video recorder was frozen, and repair company corrected the problem.